Event description:
It was reported to covidien on 10/06/2009 that a customer had an issue with a catheter continous flow. Customer states that the proximal balloon on the device burst during treatment. The device was removed and a second device was used to complete the procedure.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.